Manufacturer narrative:
Initial preliminary risk assessment indicates: severity: preliminary 3 (critical). There has been no injury reported. The complaint behavior may potentially result in a dose to wrong location. We have to distinguish cases for the deviation from the iso center: case 1: 2 (moderate). Reason: a minor deviation of less than 5mm from the iso center may cause a moderate injury. Case 2: 3 (critical). Reason: a deviation of more than 5 mm from the iso center may cause a serious injury, if the deviation is not recognized and treated for several fractions. Probability: preliminary b (improbable). The release notes describe the correct workflow to start a new course. Case 1: c (remote). Reason: an irradiation with a minor deviation from the iso center happened for one fraction in this case and it may happen again. Case 2: b (improbable). Reason: a deviation of more than 5mm from the iso center will be detected by the user because of the obvious deviation of patient positioning from the plan. No other products are affected.

Event description:
A potential product issue has been reported internally with our artiste linear accelerator. In the abundance of caution this issue is being reported. A patient had been mis-treated because of deliverable hidden pvg beams. The customer prepared a patient for treatment delivery (in lantis and rtt). Then there was a long break before the patient came for the first treatment. In lantis the customer had configured a "dummy concept" for the old plan (but left it inside of the same course). They had moved all treatment and pvg fields into the dummy concept and marked all of them as "hidden". In lantis, the customer had prepared the new plan under the original concept. On re-loading the patient into the rtt for preparation the customer saw the deliverable pvg beams. This is why the radiographers did not realize that there were still the old pvg beams associated with the old dr. Investigation result indicates that the problem was caused by the user leaving the non-required beams in the same course. This resulted in the dicom plan that contained all the beams, including the hidden beams.